Event description:
User facility is using the suspect device for CT/ng/ic testing. The run had five sample ID's that were a mismatch. The ID's inserted were from a run performed a week ago. The site's computer system is programmed with a work around to verify sample ID's and it caught the mismatch and would not allow results to be reported out.